Event description:
In early 2009, covidien received a report where it was alleged that the device did not provide an audible tone. The caller claimed that a home care patient was transported to the hospital for an unspecified condition and later that evening, no further details about the event are available at this time.

Manufacturer narrative:
Caller stated that the device was sent to third party biomed company for repair, but claimed it was lost in transit and never received. Therefore, no product is available for investigation and no serial number was provided. A review of the customer order history was performed. The history indicates there were only 7 units supplied to the customer. A review of complaints and service history for these units will be performed. Covidien is still attempting to gather initial information.